Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during drain 1 of pd treatment, there was a fluid leak from a hole in the tubing. An air detected in cassette warning was given prior to noticing the leak. There was no fluid on the cassette nor in the pump module area of the cycler. In a follow up, the patient's pd nurse verified the fluid leak event, but was not sure which tubing had a hole. The nurse verified there was no harm, intervention or adverse event in association with the fluid leak. The patient was able to use the same cycler with new supplies to complete treatment. The cycler set is not available to return as a suspect product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during drain 1 of pd treatment, there was a fluid leak from a hole in the tubing. An air detected in cassette warning was given prior to noticing the leak. There was no fluid on the cassette nor in the pump module area of the cycler. In a follow up, the patient's pd nurse verified the fluid leak event, but was not sure which tubing had a hole. The nurse verified there was no harm, intervention or adverse event in association with the fluid leak. The patient was able to use the same cycler with new supplies to complete treatment. The cycler set is not available to return as a suspect product.